Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent insertion procedure in the hepatic duct of biliary tree, performed on (B)(6) 2020. According to the complainant, the physician decided to place two advanix stents in the right hepatic duct. The physician placed two advanix 12 cm stents. After placing both stents in the patient, the physician reported that the final x-ray pictures seemed to show that the second stent placed was much shorter in length than the initial 12cm stent that was placed. The physician decided to leave the stent as it was able to drain the duct at this point. There were no patient complications reported as a result of this event.